Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device had a power on reset. After a short time where the device was in back-up mode, the device restored itself completely and showed normal behavior. Error code 60-00-04 was provided. No reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.